Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer also reported that the insulin pump kept alarming lost sensor after insertion. The customer's blood glucose was 44 mg/dl. The customer noted that her blood glucose was 22 mg/dl in the morning, and both events were treated with peanut butter and jelly. Upon troubleshooting, it was found that the transmitter functioned as designed. The customer stated that she did not know why her blood glucose was low except that she had not eaten. The customer's most recent blood glucose was 155 mg/dl. The customer proceeded to troubleshoot for the low blood glucose on the insulin pump.